Event description:
When the machine was running fluid for about 2 minutes it then started to alarm and indicate low pressure. Manufacturer response for rapid infusor, ranger (per site reporter). Replaced tubing. Unit passed pressure and electrical safety test. Left side pressure 304.3 mm/hg. Right side pressure 310.0 mm/hg.